Manufacturer narrative:
Updated fields: h6, h10. Corrected field: e2/e3/g2 (information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a defective footswitch. Although the reported error was confirmed on the device, there was no problem found with the actual device just the accessory (footswitch). A separate complaint c23397586 was opened for the defective footswitch.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e433 error code was present during testing. A defective double footswitch was found and caused the reported failure mode. The footswitch will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hf generator unit was producing an e433 error code during a therapeutic laparoscopic appendectomy procedure. According to the initial reporter, the intended procedure was completed using a harmonic device without any patient harm and only a 5-minute delay.